Event description:
Reportable based on device analysis completed on 20-apr-2022. It was reported that advancing difficulties occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right circumflex artery. A 2.00mm x 12mm maverick balloon catheter was selected for use but was having difficulties in advancing the device. The device was removed intact from the patient and the procedure was completed with a non-boston scientific balloon catheter. There were no patient complications reported. However, returned device analysis revealed shaft detach.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. At 72.9cm from the strain relief, the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was blood and contrast in the manifold of the device. The balloon was tightly folded. Product analysis could not confirm the reported event as the clinical circumstances could not be replicated. There was unreported separation to the hypotube of the device which is consistent to damage caused by advancing the catheter.